Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with persistent radiculopathy. The investigator noted the event as mild in intensity. Pt had persistent radicular pain. Pt was non compliant with post op orders. F/u up MRI showed no evidence of neurocompression. Pt given medrol dose pak and then did not return for f/u. The outcome of the event was pt was lost to f/u. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as severe neurocompression causing persistent radiculitis.